Manufacturer narrative:
D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: it was not the syringe that was giving us issues, it was the needle not allowing us to inject the vaccine into the patients. The syringe was allowing us to draw up the vaccine however when we tried to inject the vaccine the needle would not allow the solution to go through the needle. However, we did have a couple of incidents where a patient had to get poked twice due to us having to swap out the needles.

Manufacturer narrative:
H6: investigation summary no samples or photos received by our quality team for evaluation. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported while using bd safetyglide¿ needle the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: it was not the syringe that was giving us issues, it was the needle not allowing us to inject the vaccine into the patients. The syringe was allowing us to draw up the vaccine however when we tried to inject the vaccine the needle would not allow the solution to go through the needle. However, we did have a couple of incidents where a patient had to get poked twice due to us having to swap out the needles.